Event description:
A customer reported a lower than expected vitros phyt result (< 3.0 ug/ml versus expected value of 6.69 ug/ml) for a single proficiency sample run on the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The root cause of the lower than expected vitros phyt proficiency sample results was user error, as the operator incorrectly interpreted the analyzer flags and codes and reported the proficiency sample result as below the analyzer's reportable range. The customer was made aware of the improper response to the condition code and analyzer flag. Following retesting of the affected sample and use of the appropriate protocol, expected results were obtained. The investigation found no evidence to suggest that either the vitros 5,1 fs chemistry system or the vitros phyt reagent malfunctioned.